Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Customer called to report an error code from the pcu when trying to connect it to asm. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Serial number: (B)(4). Case resolution: the 255.32-xxx error code was caused by not having the pcu plugged into a/c when trying to connect it to asm. This is a requirement for v9.33 pcus. When she plugged the unit into a/c, she was able to connect to asm without the error. Closing case.